Event description:
The lab obtained a serum potassium result of 7.1 mmo1/l using vitros k+ (potassium) slides on a vitros 750xrc analyzer. The lab re-ran the sample on a vitros 950 analyzer and obtained a result of 3.3 mmo1l. The first result was reported by the laboratory. The lab obtained a serum potassium result from a different sample of 8.0 mm01/l using vitros k+ (potassium) slides on a vitros 750xrc analyzer. The lab re-ran the sample on a vitros 950 analyzer and obtained a result of 3.5 mm01/l. The first result was reported by the laboratory. No pt treatment was initiated, altered or stopped due to the positively biased result.

Manufacturer narrative:
The info provided to ortho-diagnostics, inc. May not be verified or verifiable, and may be inaccurate or incomplete as reported. This info is provided in compliance with the MFR regulation, and doest not constitute an admission that the device has malfunctioned or that a connection exists between the product and a potential death or serious injury. Investigation summary: the investigation has concluded that the cause of this event is related to analyzer maintenance. Elements of the potentiometric systems's slide pathway must be cleaned at regular intervals. This cleaning prevents buildup of salt residue from electroylte reference fluid. Salt buildup on key components could cause a biased potasssium result. Customers were sent a reminder that routinge cleaning minimizes salt buildup and helps prevent biased potassium results.